Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one week post a stent graft placement in the distal brachial vein, the stent graft allegedly fractured. It was further reported that due to the fracturing of the stent, the patient¿s fistula allegedly went down. Reportedly, the patient allegedly needed surgical revision. The current status of patient was unknown.

Event description:
It was reported that approximately one week post a stent graft placement in the distal brachial vein, the stent graft allegedly fractured. It was further reported that due to the fracturing of the stent, the patient¿s fistula allegedly went down. Reportedly, the patient allegedly needed surgical revision. The current status of patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: four images were provided for evaluation. However, two of them were ultrasound images, on which the integrity of the placed stent could not be verified. The two other images are x-ray images made during an angiography; based on the x-ray images are stent fracture could not be identified. Based on information available, the alleged stent fracture could not be verified and the investigation is closed with inconclusive result. A definite root cause for the reported issue could not be determined. Labeling review: relevant labeling of the device was reviewed. The instructions for use supplied with this product was found to address that complications and adverse events associated with the use of the covera vascular covered stent may include the usual complications associated with endovascular stent and covered stent placement and dialysis shunt revisions. In particular covered stent specific events that could be associated with clinical complications include misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.